Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and right ventricular (rv) lead showed loss of capture (loc) at the rv lead channel. The patient needed external pacing as the patient experienced asystole and bradycardia. Also, pacing impedances were low, within normal limits and patient felt pocket stimulation during testing, so it was stopped. When bipolar threshold was programmed, it was within expected numbers for pacing threshold and pacing impedances. The patient was very thin so the pacemaker could be seen. Pacing thresholds were at maximum outputs. The system had a revision, and the pacemaker was explanted and replaced for a new one. The rv lead remains in service at this time. No additional adverse patient effects were reported.